Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The complaint device was discarded and is not available for physical evaluation. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. Review of the device history record indicated that this batch of product was processed with one unrealated nc with no link to this complaint; therefore, there is no evidence of manufacturing anomalies that would have contributed to the reported issue. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device not returned for evaluation

Event description:
Affiliate reported via email that during a hand case on (B)(6) the anchor pulled out. Rep to follow up with surgeon and provide more details. The device was discarded. Per update from the affiliate received on 7-3-2017: no further information will be forthcoming.